Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During a thrombectomy procedure, the physician reported that the 5max reperfusion catheter was kinked or compressed when introducing it into the neuron max 088 sheath. There was no adverse effect on the patient.